Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they have seen a dentist and two orthodontist and they all agree that the patient's bite is not correct and needs additional work. They reported that when they bite down they are only hitting on one/two back teeth and the rest of their teeth are far apart. They have concerns that this will cause their teeth to crack/chip and develop tmj. Requested additional information and bite video to evaluate their bite and diagnostic findings.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.